Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval found corrosion on one of the crystals of the upstream sensor assembly, caused by fluid intrusion, rendering the crystal inoperable. The device was not within specs in relation to the reported symptom. The upstream sensor assembly was replaced.

Event description:
It was reported that a pump constantly alarmed "air-in-line!" The customer also stated that there was no pt injury.